Manufacturer narrative:
Reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
Philips received a complaint from customer biomed reporting a proximal pressure sensor error on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) reported the issue could not be reproduced. The device was confirmed to be operating per specifications and no failure was identified.